Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 512 mg/dl. The customer reported being new to the insulin pump and experiencing high blood glucose levels. The customer¿s blood glucose level at the time of the incident was 400 mg/dl range. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection, fifteen units of humalog. The current blood glucose level was 482 mg/dl. The customer did troubleshoot the issue and found the infusion set cannula bent. The insulin pump or infusion set will not be returned for analysis.